Event description:
It was reported that during a ptca/stent procedure a filling defect was seen distal to the stent site. Reportedly a physician who had not been officially trained on the stent implantation procedure, removed the stent delivery system against resistance (contrary to IFU), which may have lead to membrane separation. 24 hours following the procedure, the pt was taken to surgery and a foreign body was removed from the coronary. Reportedly the pt tolerated the procedures well and is doing well at this time.